Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2017-00104. It was reported the patient had an abscess infection at the lead site. Subsequently, the patient underwent surgical intervention to explant the entire system. The patient was provided intra-venous antibiotics and received vacuum wound therapy at the lead and ipg incision sites. The patient was admitted to a rehabilitation facility.